Event description:
It was reported that, "simplex packaging was compromised and monomer bottle was broken pre operatively. Item was set aside to be sent back, please notice their is no lot or quantity printed on the peel portion of the packaging which has also been included. Also included was a different label with the proper markings."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.